Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Us distributor reported that the patient had developed a red skin irritation underneath the front and rear therapy electrodes. The irritation was reportedly bleeding at times. The patient's physician prescribed cortisone cream. During a follow-up the patient reported that the irritation was improving.